Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
When the first catheter was inserted, the reading indicated 15mmhg, with a curve that was not optimal. This catheter was changed 48 hours later to another catheter because, the patient had clinical signs. The reading on the second catheter was 100mmhg. It was reported that the clinical consequence observed was brain death. It was unknown which catheter reading belonged to the 1104b (olm intracranial pressure monitoring kit) from integra. It was reported that the other catheter seemed to be from another competitor. Additional clinical information has been requested but no new clinical information has been provided.